Event description:
It was reported that the pump experienced "channel disconnect alarm when infusing folic acid 1mg/50ml at rate 100 and vtbi 50." The product issue was reported to bd associate during site visit. There was patient involvement but no harm. Although requested, no additional details were provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump experienced "channel disconnect alarm when infusing folic acid 1mg/50ml at rate 100 and vtbi 50." The product issue was reported to bd associate during site visit. There was patient involvement but no harm. Although requested, no additional details were provided.